Manufacturer narrative:
On (B)(6) it was communicated that the surgeon completed the surgery with another retractor. In addition, on (B)(6) it was reported that patient's muscles were strong, but not unusual. On 27 november 2015 the r&d project manager performed a preliminary investigation: looking at the photos, we can notice that breakage occurs on the curved part, internal surface that seems weakened. Batch review performed on 15 december 2015: lot 1551624: (B)(4) items manufactured and released on 29 jul 2015. No anomalies found related to the problem. (B)(4) similar event registered on this lot up to now (MDR 2015-00334). On 16 december the same person analyzed the retrieved instrument commenting as following: we can notice that breakage occurs on the curved part: the internal surface is weakened, and this means that, due to traction force applied, the different layers of the materials has been unstuck. It seems that the instrument has been used following the surgical technique but we cannot be certain about this. It should also be possible that the fatigue affects the material behaviour.

Event description:
This instrument broke during the operation. It broke during the surgery and numerous small carbon pieces broke away in the operative field. Potential risk of patient contact.

Manufacturer narrative:
On 16feb2016, the r&d project manager performed a simulation test and commented as follows: the aim of the test is to evaluate the mechanical performance of a carbon fiber charnley blade large size. This blade has been used for one year to the surgeons. The test is performed until blade breakage is reached and the ultimate strength is measured. The goal is to evaluate the mechanical resistance of a blade that has been used for one year of amis surgeries. The acceptance criterion is that the ultimate strength value of used blade is higher than 300 n, value that is considered safe for the intended use of this instrument. The results of this test shows that the mechanical resistance of one year used carbon fiber is 520n, higher than 300n which is acceptance criteria . This is considered safe strength values for the carbon-fiber blade purpose. In addition we have register the elastic behavior of the sample, until it reach the breakage, as its intended performance. The traction tests performed does not affect any other parts design of the carbon blade. These guarantee the shape dimension and the correct connection with the amis charnley frame (code 01.15.10.0025). In conclusion, we can assert that the repeated usages not affect the safety of carbon fiber charnley blades and this is supported to the ultimate strength value measured during this test.

Manufacturer narrative:
On 18 march 2016 it was prepared a final report with the information already submitted in the previous reports. On 05 april 2016 the report was sent to the initial reporter and the case was closed.